Event description:
It was reported that error e226 occurred frequently in the subject device. The issue occurred during sedation of a therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable image defect, electrical contact mark a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the electrical contact mark was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.